Manufacturer narrative:
The company service rep examined the system and was unable to replicate the system message. The ultrasound diathermy module was replaced as a diagnostic measure, and the laser core module was replaced to address a system message. The system was then tested and met all product specs. The modules were returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. This system was released based upon alcon's acceptance criteria. The returned diathermy module was tested and was found to meet specs. The returned laser core module was tested and found to meet specs. System messages were unable to be duplicated. A root cause could not be determined, as the system messages could not be duplicated. Qa will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message received" (error message given). The nurse reported receiving a system message during a procedure. The system was switched out to complete the case. An attempt to contact the customer was made but no response was received.